Event description:
ICU personnel responded to a patient in svt. The device was unplugged, powered on, and moved to the patient's bedside. According to the reporter, the device's energy selection read 8 joules and wouldn't increase when the energy select button was pressed up and then, when the advisory button was pressed, the display flashed alternately black and yellow until power was cycled. The device subsequently operated properly and no adverse affects to the patient were reported as a result of the alleged malfunction.